Event description:
Consumer claims to have been pierced with the inverness ear piercing system. They have not supplied any info when the piercing was done. On 22/22/00 consumer sought medical treatment for incision and removal of the earring from the ear piercing site and antibiotics were prescribed.